Event description:
The customer reported to olympus, the colonovideoscope had a weak air/water flow. The issue was found during a colonoscopy procedure. The intended procedure was completed with another similar device. There were no reports of patient or use harm associated with this event. The device was returned for evaluation. During the device evaluation, it was found that the nozzle was clogged due to a foreign material and the air/water supply had a slow flow. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the biopsy channel had a slow leak, boroscope check found tear marks in the channel, distal end plastic cover had deep dents, bending section cover glue was damaged, image had 1 white dot that showed on the orange cone, switch #1 had a cut, angulation was low, control knob had excessive play, objective lens had a chip, light guide lens had old glue, and the insertion tube had minor snakiness. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the nozzle was clogged while the user was handling the device, which caused insufflation issue. Accordingly, the procedure was delayed. The user may be able to detect the event by handling the device in accordance with the following instructions for use (IFU): -inspection of the air-feeding function. -inspection of the endoscope. Occurrence of the event is preventable by handling the device in accordance with the following IFU: -leakage testing of the endoscope. Olympus will continue to monitor field performance for this device.